Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal control unit (ccu) revolutions per minute (rpm) stayed the same as the team was unable to get a flow of more than one liter. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, it suspected that the issue was with the oxygenator but wanted the ccu checked for proper functioning. The field service representative (fsr) confirmed that the tachometer readings were accurate. A review of the data logs showed no errors. It was concluded that the centrifugal worked correctly and the issue was with the oxygenator. All functional testing passed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 13feb2026, the team experienced a problem with their centrifugal control unit (ccu) during cardiopulmonary bypass (cpb), whereby the flow dropped. The customer reported that in the middle of a case they became unable to get a flow of more than one liter (l). The revolutions per minute (rpm) stayed the same as the flow was dropping, so it was suspected that the issue was with the oxygenator. The field service representative (fsr) confirmed that the tachometer readings were accurate, and a review of the logs showed no errors. It was concluded that the centrifugal is working correctly and the issue was with the oxygenator. The device was changed out for an alternative to complete the surgical case. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.